Manufacturer narrative:
Date of event: the event date was note reported. The first date of the month of the aware date was entered as an estimate.

Event description:
It was reported via social media that a slow flow occurred. A 1.25mm rotapro select for procedure in the left internal mammary artery (lima). During procedure, the rotapro burr unable cross in the lesion that caused a slow flow. The rotapro removed, and vasodilators dumped distally with microcatheter, and the procedure compiled with non-boston scientific device.